Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of (300-400 mg/dl) on (B)(6) 2016 and (302 mg/dl) during the call with tandem technical support. The customer took boluses via the pump to stabilize bg level. The customer was unsure on what caused elevated bg levels on (B)(6). A system check performed with tandem technical support indicated that the pump was operating as expected